Manufacturer narrative:
The reported events were lead dislodgement and unable to implant. A complete lead was returned in one piece for the analysis. Electrical testing, visual inspections and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported, that the patient's right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. The patient status was unknown.